Event description:
High thresholds bipolar thresholds was 3v/1.0ms per dr (B)(6). High impedance impedances greater than 3000 ohms in bipolar. Date device inactivated (if known} (B)(6) 2021 dr (B)(6) successfully extracted the old rv lead serial number (B)(6) via laser extraction and dissection protocols. A new tdl465549v lead was implanted successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).